Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma- late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "asymmetrical volume, with" contralateral implant predominantly larger." There was no complaint against the device. Patient later reported "3 episodes of late seroma" with drainage/ removal of 50-60 ml "in puncture." The device was explanted.